Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was only sealing tissue half of the time. The surgeon requested a new device with a different lot number. There was no patient harm.